Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05077 and 2134265-2015-05057. It was reported that roll-off was unable to be achieved. The patient was treated with radiofrequency ablation (rfa) in a lesion located in the right ankle. A soloist¿ electrode was utilized with a rf3000 radiofrequency generator. An e02 error occurred and the soloist was exchanged for another of the same; however, the error could not be cleared and roll-off was not achieved. The procedure was completed with a non bsc microwave system and seemed to be successful. Approximately five days post procedure, the patient presented to the ER with symptoms of infection. The physician drained the puss at the infection site and noted that the skin seemed to be infected but the bone appeared to be fine at the time. The patient was admitted for observation.